Event description:
It was reported that on (B) (6) 2009, the catheter was inserted into the internal jugular left vein. Tunnelling had been made under the skin to the left subclavian area. The surgeon punctured the jugular left vein and inserted the catheter into the superior vena cava. The blood purification procedure, plasmapheresis was interrupted two times on (B) (6) 2009 due to a clotted circuit 15 minutes after connection and during the albumin injection (5 bottles versus 6). As a result, blood was returned to the pt before the procedure was concluded. Per the customer the pt was at risk of an air embolism, infection risk, plus the pt had incomplete plasmapheresis. Reference MDR #1036844-2010-00006 for the second event and MDR #1036844-2010-00007 for the third event involving the same pt.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.